Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during patient treatment, parts of the electrode remained in the patient's body. Two failed attempts to retrieve the fragments were reported before a catheter was introduced. The broken fragments were passed out on (B)(6) 2022. Additionally, a flexible cystoscopy was carried out on (B)(6) 2023. The patient's health status is unconfirmed. No further information was provided.

Manufacturer narrative:
During patient treatment, parts of the electrode remained in the patient's body. Two failed attempts to retrieve the fragments were reported before a catheter was introduced. The broken fragments were passed out on (B)(6) 2022. Additionally, a flexible cystoscopy was carried out on (B)(6) 2023. The item in question was sent to the manufacturer for further evaluation. According to the evaluation report (dated 2023-02-13), the bent loop as well as the appearance of the break surface indicate that the device got mechanically overloaded. Thus, the most probable root cause of the reported malfunction could be traced back to a use error. The event is filed under internal karl storz complaint ID: (B)(6).